Event description:
On 8/28/1998, the facility's surgical mgr informed the MFR's rep of the following: the device clotted off requiring removal and replacement with a new device on 8/28/1998. The pt also complained that after accessing the device, she looses fluid into the tissue around the device. No further details were provided at this time.